Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00393 and 00395. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through another manufacturer's microcatheter due to resistance. The ruby coils were removed and the procedure continued using a new microcatheter. The physician attempted to deploy a ruby coil, however, it unintentionally detached while partially in the aneurysm. The physician attempted to remove the detached ruby coil using syringe aspiration, but it was unsuccessful. The physician repositioned the microcatheter and the detached ruby coil fell into the aorta. The physician successfully removed the detached ruby coil using a snare device. The procedure successfully continued using another manufacturer's coils. There was no report of an adverse effect on the patient.